Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The device contained only glucose. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h10: h4: the device was manufactured from march 9, 2022 - march 10, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.